Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-24 information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. Information received reported the hcp increased the patient's dose on tuesday (B)(6) 2019) to 1,440 mcg/day. On friday night (B)(6) 2019), the patient arrived at the hospital obtunded. The hcp stated the logs were normal. The hcp stated that they lowered the dose for 3 hours, but the patient has not gotten any better. The hcp stated that the patient's blood pressure (bp) was getting lower. The symptoms were considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-28, additional information was received from the healthcare professional (hcp). The hcp reported the cause of the patient becoming obtunded was "unclear. I increased his baclofen pump 9% 3 days prior. He was on a flex mode with every 3 hour boluses. I had increased his basal rate taking his total daily dose to about 1,400 mcg/day. I am presuming (this is the cause though I do not understand why the reaction was this severe". The patient's dose was decreased to resolve the event.